Event description:
It was reported during the procedure that this catheter was utilized to cannulate the coronary sinus and it kinked 4-5 cm from the distal tip which caused difficulty in passing the lead for implantation into the coronary sinus. There were no patient complications reported as a result of the catheter issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.